Event description:
Device switches on automatically. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p passed ¿out qat¿ from heartsine technologies on the 8th february 2011. Devices returned for switching on automatically normally have symptoms including an excess current drain and multiple manual power ups, mainly of ten-minute duration recorded in the device history log. The device current drain was verified during the investigation and there were no 10 minute manual power ons recorded in the history log. It is assumed that the low battery fails at the end of the history log were due to a genuinely depleted pad-pak given the length of installation. No pad-pak was returned for investigation. Furthermore, the device was temperature cycled between 0-50°c for 48 hours while performing a self-test every 20 minutes. The device did not turn on or display any faults. This equates to approximately 33 months of normal use without fault. The investigation was therefore unable to confirm the reported fault. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a heartsine sam 350p.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Device switches on automatically. There was no patient involved in this event.